Manufacturer narrative:
One i3 unit model#: cm1100, serial: (B)(6), power supply, and accessories returned with the unit. Visual inspection of the unit revealed frayed wires on the returned extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No software malfunctions or anomalies were observed. The unit passed all functional testing while using a test extension cord. The reported incidence of sparking was not reproduced in the investigation due to functional damage of the returned extension cable. The cause of the fraying remains unknown.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
It was reported the electronic unit sparked. The unit turned off on its own. It sparked at the black extension cable on the back when it was turned back on, and then powered off. There were no exposed wires on the extension cable. The patient experienced no adverse consequences.